Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on 05/12/2016 to report that the receiver did not produce audio output on (B)(6) 2016. The patient indicated that medical intervention was required but did not provide any details. Additionally, the patient tested the receiver and it did not beep. No further event or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and it failed the external visual inspection. "Call tech support" error was observed on the screen. Functional testing was unable to be performed due to the "call tech support" error displayed. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device passed the global receiver communication tool audio test. The customer complaint was not confirmed because the receiver has audio. The root cause could not be determined.

Manufacturer narrative:
(B)(4).